Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness and/or headache, cancer, and colon polyps. Medical intervention was not specified. Due to no device information being provided, the exact recall number is unknown, therefore the most likely recall number is reported on this report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness and/or headache, cancer, and colon polyps. Medical intervention was not specified. Due to no device information being provided, the exact recall number is unknown, therefore the most likely recall number is reported on this report. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box b: adverse event or product problem. Box h has been updated.